Event description:
The pt repoted decreased/changed sound quality. The results of diagnostic implant function tests were equivocal. The surgeon and pt decided to explant the device. As a surgical intervention will occur and there may be device malfunction, an MDR is being submitted. Explantation/reimplantation surgery occurred on 01/17/2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.